Event description:
Information was received indicating that alarm was noted with a smiths cadd cassette reservoir. Subsequently, new cassette was used, and the pump run without an alarm. No adverse effects were reported.